Event description:
It was reported that this right ventricular (rv) lead exhibited out of range intrinsic amplitude measurements of 2.3 millivolts (mv). Rv sensitivity was noted to be set at 2.5 mv. The presenting electrogram (egm) showed undersensing of intrinsic signals resulting in unnecessary rv pacing. Technical services (ts) discussed this information with the physician and recommended in clinic review. No further assistance was requested at this time. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).